Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 520 mg/dl; the customer bolused three times but his blood glucose did not decrease. The customer experienced dry mouth as a result of the high blood glucose. Troubleshooting was initiated to inspect the insulin pump and its corresponding treatment components. The drive support cap appeared normal. An air bubble was found in the bottom of the reservoir; the size was slightly larger than a champagne bubble. The customer performed a rewind and prime with the current set and insulin exited the tubing without incident. The customer's settings were reviewed and the insulin pump settings were programmed accurately. A high pressure test was declined. Additionally, the customer mentioned a crack on the insulin pump but he did not provide further details. The customer was advised to change their entire set and insulin and resume treatment. No products were returned or replaced.